Manufacturer narrative:
Event date: estimated date was entered because the exact event date was not provided. Model number: 72402970; lot number: 429278009; model description: reservoir 65 ml iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be replaced on an upcoming date due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be replaced on an upcoming date due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances. It was further reported that the ipp was replaced. The reason for replacement was not provided. The new reservoir was implanted via a separate abdominal incision with 87ml of normal saline. The tube was rooted to the "p/s site for connection."

Manufacturer narrative:
Additional manufacturer narrative: estimated date was entered because the exact event date was not provided. Model number: 72402970, lot number: 429278009, model description: reservoir 65 ml iz.